Event description:
The customer contact reported backflow of solution from the secondary tubing set into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver an unspecified solution. An unspecified secondary tubing set was being used for piggyback delivery of an unspecified antibiotic and was connected to the primary tubing set. After an unspecified length of time in use, it was reported that the antibiotic solution backflowed into the drip chamber of the primary tubing set. The primary tubing set was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.